Event description:
It was reported that prior to insertion, the md found the j-tip of the swg was bent. As a result, a new kit was opened and used without issue. There was no reported delay, death, or complications to the pt as a result of this occurrence.

Manufacturer narrative:
(B)(4). Eval: a guide wire and advancer assembly were returned for analysis. The j-bend of the returned guide wire is slightly opened. No other damage was observed on the sample. The device history records for the guide wire were reviewed with no findings relevant to this complaint. The reported complaint of a bend in the guide wire was confirmed through visual inspection of the returned sample. The j-bend of the guide wire is slightly opened. No other damage was found on the sample. Based upon the slight change in the shape of the j-bend found prior to use, the potential cause is handling related.